Event description:
It was reported that, after trauma surgery had been performed on unknown date, the patient experienced postoperative medial displacement of the support and compression screw from the boarding site into the patient's pelvis. This adverse event was treated by revision surgery on (B)(6) 2025. Current health status of patient is unknown. As reported by the hcp, the implant was not implanted correctly due to user error.

Manufacturer narrative:
H10: additional information in b5 and h6 (medical device problem code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after trauma surgery had been performed on unknown date, the patient experienced postoperative medial displacement of the support and compression screw from the boarding site into the patient's pelvis. This adverse event was treated by revision surgery on (B)(6) 2025. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the patient experienced postoperative medial displacement of the lag and compression screw into the pelvis following trauma surgery, as confirmed by two undated x-ray images. Although one postoperative x-ray showed appropriate implant positioning, the subsequent images revealed displacement and rotation of the femoral nail. No clinical documentation was provided aside from three images, which, while confirming the adverse event, did not support a root cause analysis. According to the healthcare professional, the implant was not correctly positioned due to user error; however, this conclusion cannot be independently verified due to the lack of supporting evidence. Revision surgery was reportedly performed on april 8, 2025, but the patient¿s current health status remains unknown, and the involved products are unavailable for further evaluation. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for intramedullary nail system revealed that proper size, length, side and type selection as well as use of intramedullary nails is essential to safe and effective fracture treatment. Care prior to bony union stablish to immobilize and/or externally support skeletal structures that have been implanted with surgical metallic implants until skeletal union is observed. Early weight bearing substantially increases implant loading and increases the risk of loosening, bending or breaking the device. Early weight bearing should only be considered where there are stable fractures with good bone-to-bone contact. Patients who are obese and/or noncompliant, as well as patients who could be pre-disposed to delayed or non-union, should have auxiliary support. Patients and nursing care providers should be advertised of these risks. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.